Manufacturer narrative:
The device was returned to the resmed and an evaluation was performed. Performance testing confirmed the reported failure. The investigation methods results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device would not power on. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the reported device failure to power on. Review of the device data logs revealed occurrences of total power failures and these events were due to a depleted internal battery. The device investigation also found that the touchscreen panel was faulty and inoperable. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the faulty touchscreen was most likely due to an isolated component failure within the device top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device would not power on. There was no patient injury reported as a result of this incident.